Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon testing. However it did not meet the requirements for reflux, pressure-flow, and preimplantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear observed in the top of the reservoir. It is unknown how or when this damage occurred. The IFU that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was implanted in (B)(6) 2015. According to the report the device was found to not be functioning properly. The report stated that the device was explanted on (B)(6) 2016 and replaced with another device. Reportedly, there was no injury to the patient and the patient is doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.